Event description:
It was reported that this implantable pacemaker battery longevity dropped from 2.5 years to 1.5 years in a span of 3 months and 2 weeks. A request was made to have data from this device analyzed. Data analysis determined battery has been normal and stable and there are no voltage anomalies. Moreover, the longevity change appears to be due to rounding down of 1.9 years remaining actual value. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. Subsequently, this device was explanted. No additional adverse patient effects were reported.